Event description:
According to the reporter: there was postoperative bleeding. There was no unanticipated tissue loss. There was no tissue damage. There was no blood loss. No transfusion was needed. No reinforcement material used. Re-operation was needed and there was extended hospital stay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).